Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had a pump refill done last thursday by a homecare nurse who was different than the one who normally did it. Per the patient, the nurse had trouble getting the needle into the pump and ¿when she did, she couldn¿t get the medication to dispense¿ so the nurse was ¿forcing real hard¿ with one hand holding the syringe, and forcing it with the other hand. He stated that he told the nurse something was wrong, and the nurse stated it ¿bottomed out¿ but the ¿needle was at an angle¿. Minutes after the nurse left, he felt doped up and sick and called 911 as he blacked out. He stated that he thinks the medication went somewhere other than in the pump and he hadn¿t felt right since. He thinks that the pump needs to be interrogated and called his hcp (healthcare provider). He stated that his hcp no longer addressed pumps and only wrote the prescription, and a home health nurse came and filled it.

Event description:
Additional information was received that the patient had called back re-reporting the issue at their last refill appointment. They stated they were overdosed, they missed the port and "20 ccs or mls or whatever" went into their abdomen. They passed out and stopped breathing and were brought to the ER. They had not felt right since then. The patient stated they had never experienced anything like that in the 20+ years of having the pump. The patient was redirected to their hcp. A healthcare provider list was offered and sent to the patient. They mentioned they were told by the hcp that the medication was held in a bag before it goes in the pump. The patient was not very clear and wanted to know what the hcp was talking about. Pump functionality was reviewed and they were redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.